Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's exhaled tidal volume and respiratory rate delivery were found to be low. The device's active exhalation control module and overhead blower filter were replaced to address the issues. The overhead blower filter was found to be contaminated.